Event description:
Brakes on frame do not work.

Manufacturer narrative:
Tech found brake caster at head end out of adjustment. Re-adjusted caster. No other problems noted. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.